Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. The additional trek devices referenced in b5 are filed under separate medwatch report numbers .na

Event description:
It was reported that a large order was received and the bottom four boxes were damaged a 2.5x20mm nc trek, 2.5x15mm trek, and two 2.0x15mm mini trek balloon dilatation catheters. The boxes appear to be smashed with some tears on the boxes and sterility is unknown. The devices were not used in a procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported packaging damage. It was reported that after receiving an order of balloon dilation catheters (bdc), the reported device¿s packaging was noted to be smashed and torn. Based on the information provided, it is likely that the packaging became damage during transit to the account. There is no indication of a product quality issue with respect to manufacture, design, or labeling.